Manufacturer narrative:
Na. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29s tendyne mitral valve was implanted using a large tendyne apical pad. After tendyne implantation, the patient developed a dynamic left ventricular outflow tract obstruction (lvoto) through systolic anterior motion (sam). The permanent gradients at about 80mmhg peak. The team decided to convert to open heart surgery and bio replacement of the mitral. The septum to tendyne stent distance was comfortable and billowing anterior mitral leaflet (aml) was clearly visible. The conversion surgery was successful and patient is doing fine with no compromises so far. The patient was reported stable.